Event description:
The customer's mother reported at 8:30 pm her daughter activated a new pod an by the next morning at 6:45 am her blood glucose was reading 380 mg/dl. She stated that during the activation process she felt the needle inserting and she heard the clicking when the needle deployed. Her daughter was complaining that her site felt "weird" so she checked with a flashlight and found the cannula lying on top of her skin. The adhesive pad was not wet and once the pod was removed the pod started to alarm.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance.